Event description:
It was reported that balloon rupture occurred. Patient presented with endovascular thrombectomy (evt). A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.